Event description:
It was reported that during deployment of the vascular stent in the sfa, the deployment mechanism became blocked when the stent was being partially released. The stent placement was completed manually. The vascular stent was reported to have elongated approximately 4 centimeters during deployment. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.